Event description:
Hm revealed biv pacing at 0 percent. Upon interrogation, sensing and pacing of ra on the lv lead was observed. Lead was repositioned on (B)(6) 2018 and remains actively implanted. No adverse patient side effects were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.